Manufacturer narrative:
At this time, the device is expected to be returned to orthalign for investigation but has not been received. If the device is received, an investigation will be performed to confirm the problem and determine the root cause, and a follow-up report will be filed detailing the conclusions. This report is being filed out of an abundance of caution.

Event description:
The reference sensor would not connect to the lantern unit. They tried opening a new unit and using it with a new battery / old battery / etc. Two to three yellow flashes followed by a steady yellow light. A demo reference sensor was used on the patient and it failed.